Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: defective printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the front panel led was blinking intermittently and the image issues were due to defective circuit printed board. Additionally, there was corrosion found on the device chassis, and board. One screw got stuck on the board and the board needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus senior field service engineer reported on behalf of the customer that the front panel was blinking, and intermittently flickering occurred but the endoscopic image remains visible the evis exera iii video system center. The issue was found during maintenance. There were no reports of patient or user harm associated with this event.